Event description:
Customer reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different adapters and cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who will use mdi as backup therapy until then.